Event description:
It was reported that during a pulse field ablation (pfa) procedure, the farawave pulsed field ablation catheter 31 mm presented visible air bubbles. After the transeptal and proper positioning of the faradrive sheath into the left atria, and the initial insertion of the farawave catheter into the proximal part of the catheter, when the physician stopped it to make the mandatory aspiration, she saw a lot of bubbles coming from the distal part of the catheter. She removed it from the sheath to test the proper flushing of the catheter and did the preparation of the catheter again outside the body. She tried to insert the catheter again into the sheath, following the correct protocol. However, during the aspiration step after the initial insertion into the sheath, she again saw bubbles coming from the catheter. She decided to change to a new catheter, which performed as expected and they were able to finish the procedure. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.